Event description:
It was reported the patient had the implantable neurostimulator moved 2-3 months prior to report because it had flipped. No patient symptoms were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that there was a pocket revision done because the battery had slipped. It was stated that patient was not able to charge because it was too close to the spine. Patient had a revision 3 months prior to day of report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-39, lot# n331873, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).